Event description:
It was observed that during the device evaluation, the camera head exhibited cable cracks and a cable watertight defect. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus and the evaluation found cable cracks and a cable watertight defect. Based on the results of the investigation, it is presumed that the cable watertight defect phenomenon occurred due to flooding from a crack in the cable. A device history record review revealed no issues that could have caused or contributed to the reported issue. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.